Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and found that the system would not boot up successfully. The review of the log file showed that malfunctioning frontal ip-pc. Malfunction can be confirmed, but the root cause could not be determined. Upon functional testing fse replaced the flex vision pc, and reloaded os and application. The system was booting up in application and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method codes were corrected.

Event description:
It has been reported to philips that system would not boot up successfully. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.